Manufacturer narrative:
The procedure was completed successfully and the patient was admitted and discharged (B)(6) 2017 after an esophagram was performed and no issues were identified. The device was available from the hospital for evaluation; an engineering device evaluation was performed on the returned product. Although the customer alleged a device malfunction occurred, no device failure was confirmed during the engineering device evaluation.

Event description:
The user reported significant resistance while attempting to remove the device from the patient at the end of the procedure. The endoscope was also unable to be removed from the device. More lubricant was added to the device/endoscope interface but the endoscope remained unable to be removed. During this time, it was reported an orange color was seen on the endoscope monitor. A secondary endoscope was inserted and observed the device tissue mold stuck 25-35 degrees from fully open. The first endoscope was able to be pulled back out of the tissue mold after manipulating the endoscope controls. The device was then successfully removed from the patient. During the post-procedure egd, a 2-3 cm long laceration was seen on the esophagus located laterally above the gej (approximately 35-37 cm from the mouth of the patient). The user treated the laceration with 3 endoclips.